Event description:
It was reported the patient presented in clinic for follow-up with complaints of feeling unwell. Upon interrogation, it was discovered the pacemaker was sensing crosstalk which triggered ventricular safety pacing. Programming changes were implemented. The patient was in stable condition.